Event description:
A customer reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.